Event description:
The patient experienced dizziness when he went through the scanner at the courthouse. He had to sit down for 15 minutes. The patient outcome was noted as resolved without sequela.

Manufacturer narrative:
Extension model 37085-60 lot# nkn006683v implanted: (B)(6) 2010 explanted: na; extension model 37085-60 lot# nkn006684v implanted: (B)(6) 2010 explanted: na; extension model 37085-60 lot# nkn010473v implanted: (B)(6) 2011 explanted: na; extension model 37085-60 lot# nkn010472v implanted: (B)(6) 2011 explanted: na; lead model 3389s-40 lot# v463510 implanted: (B)(6) 2010 explanted: na; lead model 3389s-40 lot# v463510 implanted: (B)(6) 2010 explanted: na; lead model 3389s-40 lot# v514434 implanted: (B)(6) 2011 explanted: na; lead model 3389s-40 lot# v514434 implanted: (B)(6) 2011 explanted: na; programmer model 37642 lot# njz106998n; ins model 37601 serial# (B)(4) implanted: (B)(6) 2010 explanted: na.